Manufacturer narrative:
The event occurred in (B)(6).device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that patient received the following results on the performa system compared to a professional meter within 10 minutes: 92 mg/dl (performa) and 40 mg/dl (professional meter). The customer was feeling weak and called for emergency services. The customer was treated with glucose intravenously. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.